Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 codes: health effect - impact code - f1005 overdose.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2 023. On (B)(6) 2023, the patient experienced inaccurate cgm values which occurred 4 days after the sensor had been inserted in the abdomen. The patient experienced dizziness and passed out in the car. The cgm was reading 180 mg/dl and the blood glucose reading was 60 mg/dl. Of note, the patient reportedly took unspecified insulin at some point prior to the injury. The patient was given carbohydrates by a family member and taken to the hospital. There was no documentation of additional medical intervention for hypoglycemia. At the time of the report, the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.